Event description:
The facility representative reported an infuso.r. Pump with a condition of "out of service totally". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump that was out of service was confirmed and reproduced during product evaluation. The assignable cause was determined to be the plunger adjustment screw missing from the pusher block assembly . The pusher block, which contains the screw, was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.